Event description:
It was reported that the patient was presented in the emergency room with arrhythmia and dizziness. Upon further interrogation, it was noted that the pacemaker had revert into back-up mode and pacing intermittently. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed; pacing anomaly was not confirmed. The device was received with no output, no telemetry and battery at end of service (eos) level. The device image could not be saved due to lack of telemetry. The original battery was replaced, and the product code was downloaded successfully. The device was tested under nominal conditions with results indicating normal functionality. Additionally, evaluation of the output signal found all pacing parameter within normal range. Battery fluctuation test was performed, and the device voltage dropped below end of service level consistent with the backup operation noticed in the field. Longevity assessment was performed, based on nominal settings, and the device exceeded projected longevity indicating normal battery depletion.